Manufacturer narrative:
The lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient's reporter reported blood glucose readings of "108 and 139 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. The reporter claimed the patient developed symptoms of frequent urination and headaches; however it is not known whether the symptoms occurred before or after the alleged issue began. According to the reporter, he/she was not able to specify whether the patient received any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca noted the patient's results were obtained from the same approved sample site and the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter stated that the patient reportedly developed symptoms suggestive of a serious injury possibly after the alleged meter issue began.